Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,b7,g3,g6,h2,h6,h11.

Event description:
The hospital reported that a piece of silicon had become separated from the jaws on the vasoview hemopro 2 cautery. A new kit was opened to finish the case. There was a 3 minute delay. There was no harm to the patient. The silicone did not detach. There was no resistence noted while inserting the tool into the cannula.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. The lot # 3000509693 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Summary: the hospital reported that a piece of silicon had become separated from the jaws on the vasoview hemopro 2 cautery. A new kit was opened to finish the case. There was a 3 minute delay. There was no harm to the patient. The silicone did not detach. There was no resistance noted while inserting the tool into the cannula.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a piece of silicon had become separated from the jaws on the vasoview hemopro 2 cautery.